Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to loss of capture (loc) as the lead and device header was not compatible. A new right ventricular (rv) lead and left ventricular (lv) lead were implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).